Event description:
The customer reported that while running an hiv-1 p24 antigen assay, the sample handler misread a sample barcode in position b6 as "8696878" instead of "8696879" causing two sample barcodes to be the same in positions b6 and e10. No error message was generated. No death or serious injury was associated with this event.